Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat prolapse of vaginal walls and mesh was implanted along with the concurrent procedures of posterior colporrhaphy, perineorrhaphy, and cystoscopy.

Manufacturer narrative:
It was reported that the patient underwent mesh revision and cystoscopy on (B)(6) 2014 due to suburethral sling mesh erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, retention, hematuria and urinary tract infection.